Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient's representative regarding implantable neurostimulator. The reason of the call was caller stated that the patient started causing or feeling stabbing pain on the side of the implant. Caller also mentioned that they feel like that the implant has moved over to their side instead staying at their spine. Agent reviewed information and redirected to their managing hcp or medtronic rep for further assistance.

Event description:
Patient (pt) reports the cause of the pain and stimulator movement was acute pain with no relief. Pt reports having the stimulator since 2018 and it has been wonderful in relieving pain taking it from a constant "8" to a "3" daily. Pt reports troubleshooting the issue by calling their doctor and calling the manufacturer. Pt reports the issue has been resolved, reporting "they found an underlying unresolved medical issue that was causing the acute pain".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.